Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had a broken conductor wire. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred when the customer was working on a ligament and there was a loss of cautery due to the broken cable. There were no signs of thermal damage at site of the broken cable and there was no arcing observed. The instrument will be returned back to isi. There are no images or videos for isi to review. Patient demographic information was not available.

Event description:
Refer to h11 for follow-up information.